Event description:
It was reported that the cx50 ultrasound system was not available during a critical procedure. The system had image quality degradation during an unspecified hand-guided procedure and required multiple restarts to resolve. There was no patient or user harm. The service engineer inspected the system based on the reported problem, confirmed the problem, and replaced the ebox to address the customer's immediate concerns.philips has started an investigation, and upon completion, a follow-up report will be submitted.